Event description:
According to the reporter, during a veterinary spay / neuter procedure, the needle was being applied to the skin and muscle wall. The suture is coming off of the needle. In order to resolve the issue and complete the case, a different suture was used. There was no patient injury.